Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the 206520 duraseal exact spine sealant system 5ml was prepared and when the physician tried to place the product in the patient but the mixture was not made; it came out totally liquid. The date of the event was not specified. There was patient contact but no patient injury noted. Revision/medical intervention was required but was not specified. There was a fifteen-minute delay in surgery due to the product problem. Additional information has been requested but no other clinical information has been provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for evaluation. There was no product received back, as such only a DHR review was conducted. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided a root cause could not be reliably determined.